Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb.

Event description:
It was reported that the patient's spinal cord stimulation (scs) device was unable to switch into magnetic resonance imaging (MRI) mode due to impedances out of range indicators. The patient underwent a procedure wherein one of the patients leads was replaced and that the patient was doing well with good coverage postoperatively. The explanted lead was retained by the medical facility and will not be returned.